Event description:
The customer reported that prior to use on a patient, the iabp generated "electrical test failure code #58" alarm (power-up vent test failed), and a "maintenance required code #2" (drive transducer offset failure). The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company representative replaced the drive manifold assembly (p/n: 0104-00-0018), the label screw concealment (p/n: 0334-00-1666) and the shaft col/fastener (p/n: 0105-00-0114). The iabp was functional and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).